Manufacturer narrative:
THIS PRODUCT INVESTIGATION IS STILL IN PROGRESS. THIS REPORT WILL BE UPDATED WHEN PRODUCT INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THIS PACEMAKER RECORDED A CODE 1003, INDICATING THE VOLTAGE IS TOO LOW FOR THE PROJECTED REMAINING CAPACITY. A REQUEST WAS MADE TO HAVE DATA FROM THIS DEVICE ANALYZED. DATA ANALYSIS IDENTIFIED POTENTIAL HIGH IMPEDANCE WITHIN THE BATTERY. TECHNICAL SERVICES (TS) RECOMMENDED TO EITHER SCHEDULE A REPLACEMENT PROCEDURE OR CONTINUE MONITORING UNTIL RADIO FREQUENCY (RF) TELEMETRY IS DISABLED, AFTER WHICH, DEVICE REPLACEMENT IS ADVISED. THESE RECOMMENDATIONS WERE DISCUSSED WITH THE HEALTH CARE PROFESSIONAL (HCP), WHO STATED THAT THE DECISION WAS MADE TO SCHEDULE A REPLACEMENT PROCEDURE BECAUSE THE PATIENT EXPERIENCED ANXIETY. HOWEVER, THE REPLACEMENT PROCEDURE HAS NOT YET BEEN PERFORMED, AND AS OF TODAY, THE DEVICE REMAINS IN SERVICE. NO ADVERSE PATIENT EFFECTS WERE REPORTED.

Event description:
It was reported that this pacemaker recorded a Code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical Services (TS) recommended to either schedule a replacement procedure or continue monitoring until radio frequency (RF) telemetry is disabled, after which, device replacement is advised. These recommendations were discussed with the Health Care Professional (HCP), who stated that the decision was made to schedule a replacement procedure because the patient experienced anxiety. However, the replacement procedure has not yet been performed, and as of today, the device remains in service. No adverse patient effects were reported.Additional information was received indicating that this pacemaker was subsequently explanted. In addition, premature battery depletion was reported. Another pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.